Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken device, around 0-25% of the shell is missing. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: broken bladder with striated edge assessed as surgical damage, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and non-penetrating nicks, broken shell with smooth edge on anterior side assessed as smooth opening. Based on the device analysis the final assessment is broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool, broken shell with sharp edge where is localized stresses induced assessed as surgical impact, broken shell with smooth edge assessed as smooth opening and missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.